Manufacturer narrative:
This event was determined to be supplemental information to manufacturer reference number 2916596-2022-12754.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient was readmitted on (B)(6) 2022 for gastrointestinal bleed with melena and low flow events. The bleed was confirmed through c-scope and g-scope. Gastric clips were placed and polyps were removed. There was no transfusion required and hemoglobin was 95 after the bleeding episodes. The patient was discharged home.